Event description:
The patient reported uncontrollable shaking with stimulation on and off. The physician believed the shaking was device related. During the lead revision surgery, it was discovered that explanting the patient's implant resolved the shaking. The patient was implanted with a new advanced bionics spinal cord stimulator and is reportedly doing well.